Event description:
The pt reported in 2004 that their one touch ultra test strip is stuck in their meter and was unable to remove it. This issue of the damaged test strip port was not resolved with troubleshooting. The pt was experiencing blurry vision and was unable to test on ther meter. They contacted their dr. Who "sent them some medication for their diabetes". It is unk if the pt was tested on another meter. This case is reported as a meter malfunction since the test strip port issue was not resolved. No further clinical info was provided.